Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was pulled into the sheath and subsequently removed, it was observed that the wire on the catheter appeared to be kinked. Additionally, a foreign, thread-like object was noted on the catheter. The foreign material was removed. The case outcome is unknown. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath correction: fdd a040609 and img g04112 were originally omitted from initial report. Product event summary: the pscc100 catheter of lot number 0012715326 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. During visual inspection a kink was observed on guide wire (non-medtronic product) returned with the catheter. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was conducted. Guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Catheter to sheath compatibility testing was conducted. The catheter's array was pulled into the capture device and then inserted into the sheath, without any issue. No anomalies were identified during multiple insertion/retraction attempts. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the catheter passed the return product inspection the reported issue of foreign material and catheter kink were not reproduced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with pulsed field ablation.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the catheter shaft was also kinked.